Event description:
The patient reportedly experienced unfomfortable sensations followed by loss of lock. On 03/2006 the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was not functional. Surgery to explant the patient's ci device was scheduled.